Event description:
This report is being supplemented to provide additional information provided by the customer and device evaluation results. The following sections were updated: section b5, g4, g7, h2, h3, h6, and h10. The user facility further reported that based on the investigation conducted by their infection prevention team, they have concluded that they did not find any association between the fungal infections and ercp scope. Based on the device evaluation, there were buckles noted on the insertion tube, cracked adhesive on the bending section, and scratches and dents noted on the light guide tube. The device passed the leak test. The device was restored to olympus original factory specifications and returned to the customer.

Event description:
It is reported that internal defects of the scope channel are suspected to have caused fungal infections in patients. Additional details have been requested from the customer on multiple occasions, at this time no additional information is available.